Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a total knee procedure, the cutting end of the blade broke and stayed in the patient¿s bone. It was also reported that the blade fragment was removed from the patient after a very short time. It was further reported that there were no adverse consequences and no delays as a result of this event, and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee procedure, the cutting end of the blade broke, and stayed in the patient¿s bone. It was also reported that the blade fragment was removed from the patient after a very short time. It was further reported that there were no adverse consequences, and no delays as a result of this event, and the procedure was completed successfully.